Event description:
It was reported the patient had her catheter revised. After the revision, it was reported the patient's health care provider (hcp) believed the patient was receiving "to much" medication, and reduced her pump's delivery rate. It was stated the patient experienced "low oxygen saturations, nausea, and was drowsy." The hcp believed the concentration of drug was "too high," so the pump and catheter were completely flushed of the medication, and were replaced with a lower concentration of medication. The medication being delivered via the device system was morphine, the original concentration was 50mg/ml, and the new concentration was 10mg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.